Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. The returned device was attached to an encore inflation unit and positive pressure was applied when a balloon pinhole leak was identified in the balloon material approximately 1.5mm distal to the distal end of the proximal marker band. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands or tip which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 05-oct-2017. It was reported that balloon leak occurred. The target lesion was located in a hand. An 8.0 x 40 75cm mustang¿ balloon catheter was advanced for dilatation. When the balloon was inflated during the procedure it was noted that the balloon was found leaking. The device had not been inflated beyond nominal pressure. The device was completely removed from the patient's body. No hole or rupture was found on the balloon and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.